Manufacturer narrative:
The esheath was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A photograph was provided and reveals the liner of the sheath was delaminated from the distal sheath shaft and the liner tip was folded inwards. Per the provided image, liner delamination and separated marker can be confirmed.during manufacturing per procedure, the sheath shaft components are 100% visually inspected for defects. During final sheath inspection, the sheath is visually and dimensionally inspected. In addition, during product verification testing (pv), the sheath is tested and inspected on sample devices from each lot per procedure. The samples were inspected for seam separation, expansion force, and liner tears. No failures occurred during product verification testing and the lot was released. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint.a device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to the reported event.a lot history review revealed no other complaints for this reported event.a review of the complaint history from june 2019 to june 2020 revealed other similar returned complaints. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests that patient/procedural factors contributed to the event. A review of complaint history revealed that the occurrence rate did not exceed the june 2020 control limit for all the trend categories.the IFU, device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The procedural training manual provides guidance if the bav balloon burst or leaks during deployment. Do not use excessive force. Take care when removing the balloon through the tip of the sheath, maintain guidewire position, and if re-dilation is needed, use a new balloon. No IFU or training deficiencies were identified. The incident of liner delamination is directly related to a failure mode of the non-edwards bav (balloon burst). The interaction between the subject non-edwards device with the edwards esheath has not been assessed. There was no information to suggest a device quality deficiency or malfunction of the edwards device may have caused this event. The review of the risk management file is complete, and the reported event is an anticipated risk of the transcatheter heart valve procedure. Therefore, no further action is required at this time.the complaint was able to be confirmed based on the provided device photo. As the device was not returned, engineering was unable to perform and visual inspection, functional testing or dimensional analysis; therefore, presence of a manufacturing non-conformance was unable to be determined. However, DHR, lot history and complaint history review revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, ¿true bav balloon ruptured. Upon removal the bav catheter became caught on the esheath, while removing the balloon through the esheath the distal marker of the esheath become dislodged and went across to the opposite iliac and down to a branch in the profunda where the marker was left.¿ it is possible that the profile of the bav balloon may have been significantly altered due to being ruptured. The altered profile of the balloon may have been caught at the sheath tip when attempting to remove the bav catheter. It is possible that excessive manipulation was applied to overcome the difficulties with withdrawal that may have caused the reported delamination. Subsequently, it is possible that the excessive manipulation used to remove the bav causing delamination could also exposed and dislodged the c-marker band. In this case, available information suggests that procedural factors (excessive manipulation/retrieval difficulty during removal of ruptured bav) may have contributed to the complaint events. However, a conclusive root cause is unable to be determined. A review of IFU and training materials revealed no deficiencies, and review of the complaint history revealed that the complaint occurrence rate did not exceed the june 2020 control limit for the applicable trend category. Therefore, no corrective or preventative action, nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing. UDI #: (B)(4).

Event description:
During post dilation of the valve with a 26mm true dilation balloon valvuloplasty (bav) catheter, the true bav balloon ruptured. Upon removal the non-edwards bav, the catheter became caught on the esheath. During removal of the balloon through the esheath the distal marker of the esheath become dislodged and went across to the opposite iliac and down to a branch in the profunda where the marker was left. The patient was stable and transferred for post management care. The sheath will not be returned for evaluation and the hospital is keeping the sheath. Per report, it was felt that the sheath marker would not do any harm to the patient.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
A supplemental MDR is being submitted to reference voluntary medwatch uf/importer report # and information regarding return of device. The section h10 (narrative text) of this report has been updated.  During the procedure, multiple attempts at percutaneous removal of the tip were unsuccessful. Despite multiple attempts, no information regarding the device being returned has been obtained. Uf/importer report #(B)(4).